Event description:
The suspect device was used to check the customers blood glucose. A result over 200 mg/dl was obtained and they dosed insulin. They began to feel bad and called the paramedics. They were uncertain what their glucose was when the emergency medical technician checked pt. Pt remember 30-40 mg/dl. They took pt to the hospital and pt was given glucose. Controls were not used. The device was replaced and requested to be returned for evaluation.